Event description:
Information received that the patient underwent a generator replacement due to battery depletion. During surgery it was observed that the lead¿s insulation was broken. The actual lead appeared intact, and lead impedance was 2839 ohms when system diagnostics were performed with the new generator. The surgeon chose not to replace the lead at that time. Based upon the significant length of implant of the lead (>15 years), it is very likely that the abraded opening is associated with wear over time. No additional, relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.